Manufacturer narrative:
E1: (B)(6) the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, scope error e217 occurred due to damaged scope connector. The most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited scope error e217. The event occurred during inspection for use. There were no reports of patient involvement.